Event description:
Boston scientific received information that during set up of the communicator, the power cord got hot and started to smell. No power was provided to the communicator and a new power cord was sent to the patient. No adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the power cord was examined and showed no physical damage. During testing, the power cord became excessively hot. The allegation against the power cord was confirmed.